Event description:
Additional information received noted that the patient's therapy was working well. Previously the patient didn't know how to use the therapy controller; but now he did.

Event description:
Additional information was received from the healthcare provider. It noted that the cause of the event was unknown. Regarding if there was any abnormal impedance measurements, this was unknown. No information had been documented on the patient since 2012 (B)(6).

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension, product ID 7438, serial# (B)(4), product type: programmer patient, product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator, product ID 3387s-40, lot# v571557, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had an appointment today ((B)(6) 2012) at the (B)(6) and when the clinician checked his device it was off. They turned it back on, but instructed the patient to call the manufacturer to learn how to use his pp (patient programmer). Later, reporting from (B)(6) 2012 noted that the patient had an increase in symptoms and was using the ins off button to "check" his device with his pp. The patient was instructed on how to use it correctly. The patient had 2 inss in chest. The left showed all 3 lights on the left side green and solid. The right side showed only top and bottom lit green. The patient was to contact their healthcare provider and have ins interrogated since it wasn't giving battery information back. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178-2012-03822.